Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.it was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was asleep at the time of the shock. Technical services discussed some testing to do look for myopotential or electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was asleep at the time of the shock. Technical services discussed some testing to do look for myopotential or electromagnetic noise. There were no additional adverse patient effects. The system remains implanted.